Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using 8f amplatzer trevisio delivery system. During the procedure, it was observed that the occluder took form of cobra deformation. Subsequently, a new 10mm amplatzer septal occluder (B)(6) was chosen for implant, but it was also noted to have conformed into a cobra deformation. The deformed devices were never released from the delivery cable. There was interaction with the interatrial septum during deployment and no angulation/kink were noticed in the delivery system. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.